Event description:
A malfunction was reported on the customer's pump with no notable events occurring prior. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by caller requested back up supplies from hcp as customer did not have an alternate method of insulin therapy available.